Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. The exact cause of the reported event could not be conclusively determined. However, based on the information that the device was manufactured over 5 years ago, omsc assumed that the reported event was caused due to followings; accidental failure of parts related to sdi output of the video circuit board due to long-term use. Sdi out terminal failure due to excessive stress if significant additional information is received, this report will be supplemented.